Manufacturer narrative:
10/20/97 sample analysis: two companion samples were received for evaluation; the actual sample was discarded. Visual inspection for any mfg defects was performed. One sample produced a partial kink or dent that was found on the mainline tubing at approximately eight inches post drip chamber. The dent found on the companion sample was tested according to fmc procedures, to determine its seriousness. The dent was measured and did not meet the criteria of a class 1 kink, which is considered a minor defect. The second was unremarkable. Based on the companion sample evaluation and the record review, this complaint is not confirmed. Without the actual sample for evaluation, co can not conclude that the mfg or assembly processes caused or contributed to this pt death. Co will continue to monitor this info in trending.